Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be detached.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on december 12, 2023, to treat polyp in the colon. During the procedure, the clip could not be detached normally after the handle was operated. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be detached. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached. Microscopic examination was performed, and it was found that the bottom part of the clip assembly is deformed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. It is possible that the clip assembly was detached from the catheter, and with the clip assembly bottom part deformed. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023, to treat polyp in the colon. During the procedure, the clip could not be detached normally after the handle was operated. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.